Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 11nov2020.

Event description:
The customer reported the nav ring does not work. There was no patient involvement. The field service engineer (fse) advised the front bezel would need to be replaced.

Manufacturer narrative:
G4:25mar2021 b4:(B)(6)2021 the field service engineer replaced the front bezel and the issue was resolved. Parts were received and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.